Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient's meter was reported on (B)(6) 2004 to keep prompting the insert strip icon even after the test strip had been inserted. This issue was not resolved with troubleshooting. It was verified that the patient was using the correct testing technique and cleaning procedures. He was asked to retest with a new vial of test strips, but the issue persisted and the meter still displayed the insert strip icon. He was feeling weak and so he went to the nurse's office. He did not receive any treatment. There was no adverse event reported. This case is reported as a meter malfunction since the issue was not resolved. There is no further clinical information provided.